Manufacturer narrative:
Due to character limitation, below field are added from e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) had electrical test fail code#: 50. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. Fse checked and found that the unit needs replacement of motor controller pcb to rectify the issue as soon as possible. System timer noted as 605 hours as on today. Unit is handed over to the customer in the same not working condition. Fse replaced the defective motor controller pcb with a new one. Problem is rectified and unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
Na.